Event description:
Customer called to report that the flex arm had broken and the c-arm had fallen on the patient. The doctor tried to catch the arm as it fell, but the patient was hit in the head. According to the customer, the doctor and patient "seemed to be fine".

Manufacturer narrative:
Hologic field engineer performed initial investigation, removed the defective part from the field and returned the defective part to the engineering department of hologic. Internal corrective action has been opened to perform investigation of the failure.